Event description:
The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated that the alarmed was resolved by a complete set change. The customer was advised to call when alarm occur in order to troubleshoot. Customer was advised that the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.